Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the patient experienced chest pain. The lesion being treated was a 3.0mm, 75% stenosed, 16mm long portion of the proximal left anterior descending (prox lad) artery. The lesion was pre-dilated with 3.0x15mm balloon at 6atms. The physician then successfully placed a taxus express2 3.0x16mm at 12atm. No post-dilatation was performed. Ivus was performed and confirmed the stent was implanted properly and stenosis in the lesion became 0%. The patient was discharged 2 days later. At 286 days after the index procedure, the patient came to the hospital with chest pain. Electrocardiogram was performed and there was no change in the electrocardiogram, and there was no ascent of cardiac enzyme. There was no stenosis in the lesion. Blood pressure was slightly high and it also became stable. It is reported that patient stayed one day in the hospital, and the symptom (chest pain) got better and the patient was discharged. Nothing except rest, was performed to treat the chest pain.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.